Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor distorted. There was also defromation/fracture of the proximal section of the inner coil.

Event description:
It was reported during the implant procedure that the physician was unable to redeploy screw after a couple repositionings. The lead was not implanted. No patient complications have been reported as a result of this event.